Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 01-feb-2024 clarified that the stent encountered resistance when the stent had just entered into the y connector. The stent was withdrawn, then pushed it again. The stent was impeded in microcatheter¿s hub and could not advance any more. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==>(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 6948524) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 31122636). The stent was impeded at the middle section of microcatheter and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. Additional event information received on 01-feb-2024 clarified that the stent encountered resistance when the stent had just entered into the y connector. The stent was withdrawn, then pushed it again. The stent was impeded in microcatheter¿s hub and could not advance any more. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe. After that, a lab sample enterprise system was introduced into the received microcatheter, and it got stuck at the ID band section. Then, an x-ray was performed at this point to review the root cause of the impediment. The involved detached stent was found inside the microcatheter. The issue regarding a stent being impeded in the microcatheter¿s hub was confirmed during the x-ray inspection. Is suggested that in an attempt to overcome the impeding felt the stent was pushed sufficiently to disengage the stent from the delivery system and remain inside the microcatheter. According to the risk documentation, the inability to deliver a therapeutic device into the microcatheter is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31122636 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (B)(6) became impeded in a prowler select plus 150/5cm microcatheter (B)(6) the stent was impeded in middle section of microcatheter and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00016.